Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that at the end of the patient¿s continuous diet, they changed the enteral feeding set with a new diet pack (enteral feeding set opened at the time of diet administration). Per customer, when putting water in the bag for intermittent infusion, they did observe water flow continuously through the micro hole. There was no patient harm reported.